Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. Troubleshooting was performed and the reported issue was confirmed. The fan guard was replaced to resolve the reported issue.

Event description:
It was found during investigation that the fan guard as missing. There was no patient involvement.